Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three months post implant, the patient presented to the hospital for a suspected right ventricular (rv) lead mi crodislodgement. The rv lead exhibited a decrease in r-waves, high sensing integrity counter (sic), oversensing, and t-wave oversensing (twos) causing device-classified false detection of ventricular tachycardia (vt) episodes. The patient presented for an rv lead revision, however, when the implantable cardioverter defibrillator (ICD) pocket was opened, the pocket was found to be infected. It was also noted that the patient had an antibacterial absorbable envelope implanted at the initial ICD system implant procedure. The ICD system was explanted and then replaced eleven days later. No further patient complications have been reported as a result of this event.